Manufacturer narrative:
Covidien/medtronic reference number (B)(4). The customer did not retain the lot number. The date of manufacture cannot be determined.

Event description:
The customer reported that during inspection, the pilot balloon came off from the root when a nurse tried to inflate the cuff. There was no patient involvement.

Manufacturer narrative:
(B)(4) a portion of the sample associated with this report was received and evaluated. Visual and functional testing confirmed that the pilot valve was attached to the inflation line and the pilot sheath was broken. The tube was not received, therefore a full analysis of the complete assembly could not be conducted. The damage observed on the inflation line would have been immediately detected in the manufacturing process. The origin of the damaged is unknown.